Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medsun report # (B)(4).

Event description:
Procedure performed: laparoscopic excision of ovarian cyst. Event description: the complaint was generated from medsun # (B)(4). Voyant eb215 unrecognized by console. Intervention: ni. Patient status: before use, no patient impact.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of the investigation. This report is to follow up mw # (B)(4).

Event description:
Procedure performed: laparoscopic excision of ovarian cyst. Event description: the complaint was generated from medsun # (B)(4). Voyant eb215 unrecognized by console. Intervention: ni. Patient status: before use, no patient impact.